Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after a cas (carotid artery stenting) was performed, the angio-seal device was used for hemostasis. The locator was not able to be inserted into the sheath although there was no issue on the position, the device was replaced by another angio-seal device to continue the hemostasis procedure after multiple attempts. A pre-deployment angiogram was performed. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm. The size of the sheath ancillary used was 8 fr. Hemostasis was successfully achieved by the second angio-seal device. It was reported that the patient had to no health damage.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 8fr angio-seal sts plus was returned for evaluation. The hemostasis sheath was returned mated with the carrier tube assembly. A cut carrier tube and tamper tube along with some length of the suture was returned as well. The anchor, collagen, and locator were not returned. The complaint is confirmed. The singular position of the proximal carrier tube with the hub may have been caused by manually cutting the tube post insertion. The device was disassembled and no collagen or anchor was found within. It is likely that the such mutilation of the device was performed to remove it from the arteriotomy site due to withdrawal failure. Since no locator was returned and no further information was provided regarding lock up of the device, no conclusion can be drawn for the cause of the event. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.